Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported previously that a patient's pumps don't always beep when there is low volume. The patient is reporting again that the pumps do not always beep with low volume. It was mentioned on two separate occasions that a cassette ran dry without knowing beforehand. The patient began to feel bad and that is how the patient became aware that the cassette ran out. Product fault occurred while in use with the patient. The product fault caused a patient injury. The infusion is life sustaining. No medical or surgical intervention was reported. Additional information (patient identifiers, date of event) was provided.